Manufacturer narrative:
No obsevable defects could be found with the component itself. Measurements taken met design requirements. Review of the lot history of the subject product was found to be acceptable per release criteria.

Event description:
Dr reported that an implant, which was placed into an extraction site failed to integrate. During placement of the healing screw the implant came out of the site. Pt is reportedly fine.